Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been alarming error 1660 which indicates an issue with the processor coming out of reset. The patient had noted that the pump appeared to be leaking at the cassette and had observed white powder on the bag. There was patient involvement and unknown patient harm/adverse event reported.